Event description:
A 14 beat run of ventricular tachycardia that did not trigger an alarm was observed. The software described the run as artifact. When this occurs, the alarm on the lead with the artifact is suspended while the system searches for the return of a good rhythm in that lead. During the time the alarm is suspended only lethal arrhythmia alarms will be activated. The lethal alarms include asystole, v fib, v tach, and v fib. A review of the 7 lead strip was reviewed by the nursing staff, medical staff and technicians, and agreement was unanimous that it was a run of ventricular tachycardia and should have triggered the alarm. No patient harm resulted from this incident.====================== health professional's impression======================there was no patient harm as a result of this incident although if not closely observed by a clinician a more sustained run of v tach without an alarm being triggered could lead to patient harm.====================== manufacturer response for monitor, telemetry, apexpro ch======================response from the manufacturer is that the software did not identify v tach because the complexes were not wide enough (>0.12 seconds for 6 consecutive beats), the qrs total height was too large and considered out of range and a tachy alarm was not triggered because that type of alarm was suppressed by the "artifact" alarm. They suggest changing the electrode configuration and moving the electrodes away from the heart.